Manufacturer narrative:
(B)(4). The device history review could not be conducted since the lot number was not provided. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the skin stapler is not working properly. All the skin staplers are failing. The staplers are bending to the outside when using it on the patient. No matter where on the body. The customer throws it away every time.